Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported through a company representative that a nurse saw a patient whose vns system read high impedance. The nurse indicated the patient was assaulted and upon diagnostics, high impedance was found. The patient was referred for x-rays and also referred for surgical intervention. At the moment good faith attempts to obtain further information from the reporting nurse have been unsuccessful to date.

Event description:
An implant card was received indicating that this vns patient underwent full revision on (B)(6) 2012 due to a lead discontinuity. The lead impedance was high at dcdc=7. The explanted products have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned on (B)(4) 2013 and is currently undergoing analysis.

Event description:
Additional information was received from the area representative indicating a copy of x-rays could not be obtained at the moment. The patient's generator has been programmed off due to the reported high impedance. At the moment revision surgery is pending but has not been scheduled.